Manufacturer narrative:
(B)(4). The fault reported by the customer ¿low readings¿ could not be duplicated/confirmed in our laboratory, the sample returned passed all functional tests required for this product.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported low readings (oximetry) with the sensors in general. There was no single patient event reported. The sensors were remove from patients and replaced. There was no patient harm reported.